Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection. The patient was admitted to the hospital and the implantable cardioverter defibrillator system was explanted. There were no reported complications from the procedure. Related manufacturer reference number: 2017865-2019-05137, 2017865-2019-05138.